Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events could not be confirmed. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification,(B)(6)2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based upon the information provided the root cause of the reported event cannot be determine conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a surgical procedure the phacoemulsification handpiece got hot. The patient experienced a corneal tunnel burn. It is unknown if medical or surgical intervention was required for this patient. Additional information has been requested but not received.